Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2290801. Medical device expiration date: 30-sep-2025. Device manufacture date: 18-oct-2022. Medical device lot #: 2265003. Medical device expiration date: 31-aug-2025. Device manufacture date: 27-sep-2022.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: bd insyte autoguard bc 22 ga IV cath. We have about two boxes of the same lot number: 2286182 that we have pulled from the shelves because numerous catheters have stuck buttons for retracting the needles once IV access is achieved. Some of them you can push as hard as you can and the button does not push or retract the needle additional information provided by customer. 22feb2023: lot numbers: 2290801 and 2265003. In addition to the lot number: 2286182.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: bd insyte autoguard bc 22 ga IV cath. We have about two boxes of the same lot number 2286182 that we have pulled from the shelves because numerous catheters have stuck buttons for retracting the needles once IV access is achieved. Some of them you can push as hard as you can and the button does not push or retract the needle. Additional information provided by customer. 22feb2023: lot numbers 2290801 and 2265003 in addition to the lot number 2286182.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-feb-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 24 sealed units 22ga x 1.00in. Insyte autoguard bc units. The 24 sealed units were from lot number 2286182. A functional test revealed that the needles fully retracted on each device when the safety mechanism was activated. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.